Manufacturer narrative:
No evaluation possible at this time. The implants have not been returned nor has the identifying lot number(s) been provided. Upon the receipt of additional information and/or the product in question, a follow-up report will be submitted.

Event description:
Revision surgery was conducted on (B)(6) 2017 to remove and replace two illico rod which had fractured and broke. The construct was originally implanted on (B)(6) 2016. The device was needed to correct a diagnosed vertebral instability and spinal stenosis at level l5-s1.